Manufacturer narrative:
Other text: please disregard the initial report submitted with the MFR number: 3012307300-2023-01609. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Operator of device is unknown; no further information has been provided to date. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a watch dog error/primary audible alarm. No patient injury reported.